Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the proximal popliteal to distal superficial femoral artery (sfa) with no tortuosity, moderately calcified and the vessel diameter 5.5 mm. A 6.0x100 mm unspecified balloon catheter was used for pre-dilatation. A 5.5x120 mm supera stent system was advanced and the stent was deployed without issue. The stent was confirmed to be fully emerged from the stent system. Reportedly, the introducer sheath was not close to the proximal end of the stent during deployment and there was no waist noted to the deployed stent or proximal end of the lesion. The thumbslide was pulled back to the starting position and both the system lock and deployment lock were locked prior to removal of the stent system. Reportedly, the stent system was withdrawn and fluoroscopy was turned off to limit radiation exposure. Reportedly, slight resistance was felt when pulling the stent system back into the sheath and a pop was felt. Reportedly, the tip had separated from the stent system and the supera stent was pulled back into healthy tissue in the iliac artery. The tip was successfully snared from the patient anatomy. The procedure was aborted and the target lesion was left untreated. There were no adverse patient sequelae and although there was a delay in the procedure it was not clinically significant. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). The device was returned and the reported tip separation was confirmed. The difficulty removing could not be confirmed due to the condition of the returned device. Based on a visual and dimensional inspection of the returned product, there is no indication of a product quality issue with respect to manufacture, design, or labeling. The investigation determined that, a conclusive cause for the difficulty removing and tip detachment could not be determined. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication the issue was caused by, or related to the design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). Correction: failure to follow steps/instructions. As reported, fluoroscopy was turned off prior to the delivery system removal against the instruction for use (IFU). Per the supera IFU, it instructs the following: under fluoroscopy, remove the device from the guide wire and evaluate the improved luminal quality of the treated area. If fluoroscopy was on, it would have been possible to see the entangled stent.